Event description:
Pt was implanted with dhs construct on (B)(6) 2010 for a left interochanteric/subtrochanteric hip fracture. Pt was returned to operating room on (B)(6) 2011 for removal of hardware due to non-union. Three (3) 4.5mm cortex screws broke post-operative. Pt was revised to a proximal femur plate construct. This is 1 of 7 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.